Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial gastrectomy procedure, the stapler was not able to fire. Also, there was poor staple formation - 3 staples have been formed however any of them into the tissue. The proximal staple line was incomplete - not fixed, and not started to cut. The jaws of the device locked on tissue - the instrument was removed from the tissue by opening the jaws. A medical intervention was needed, 3 staples fell into the patient cavity and were retrieved with a pin. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three devices opened by the account without packaging. Visual inspection of the cartridges revealed that all three reloads had full staple complements. The jaws of the reloads were open. The device were loaded into a pmv representative instrument numbered 0267 for functional testing. The devices, unloaded, articulated, and opened and closed properly without difficulty. The reloads were applied to test media. All staples were placed and test media was cleanly transected. If information is provided in the future, a supplemental report will be issued.